Event description:
Reporter stated the device was difficult to remove. The balloon was stated to be hard. Bleeding at the site was treated with an rx topical medication. The site healed after one week. "Bulb area very hard and rigid". One pt involved. Event date given above is approximate.